Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father was reported via phone call that the customer was hospitalized due to diabetes ketoacidosis with blood glucose of 500 mg/dl. The customer stated that the insulin pump receives the hardware low level failure alarm after the self test was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.